Manufacturer narrative:
Gap on the bottom of the bottle lead to leakage. Leaking wash buffer containers are being tracked and trended by bec. (B)(4).

Event description:
A beckman coulter inc. (Bec) employee discovered one leaking bottle in a box containing four 1950ml bottles of access wash buffer ii in the warehouse. There was no affect to patients or end users in connection with this event.